Manufacturer narrative:
Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "vein pot" of a prismaflex st100 set was observed to be cracked and leaked during priming. There was no patient involvement. No additional information provided.